Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported she has an elevated blood glucose reading of 390 mg/dl with her target range being 80-120 mg/dl. Her symptom was increased urination and she treated her reading by delivering 6 units of insulin via her infusion device. She stated, she changed her cartridge and tubing three days prior. She said there are air bubbles in the cartridge. She uses room temperature insulin to fill her cartridge. She stated, she does not attach the adapter or tubing to the cartridge prior to inserting it and during the last cartridge change, she did not adjust the piston rod. The proper procedure to change the cartridge was reviewed with the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.